Manufacturer narrative:
The lead was returned with no reported issues. As received, only a connector portion of the lead was returned in one piece for analysis. A failure event was observed during analysis. Final analysis found an external insulation abrasion breaching the optim sheath only caused by friction to the device can. The silicone insulation beneath was not damaged. No other anomalies were detected.

Event description:
This report is to advise of a failure event which was observed during analysis.